Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted bariatric procedure, the device was assembled with no problem. When firing, it was successful at first attempt. However on the second firing, when the doctor pressed the green button, the firing started but a strange noise after 2 seconds was heard and it was seen that the device pushed the tissue. The firing stopped and it was seen that there were also unformed staples. The surgeon then used manual stapler to resolve the issue in order to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the handle was removed from representative charger. The piezo would play an error tone every couple of seconds, but no error was displayed on the screen. The screen never changed to the ready for clamshell screen, it stayed on the procedure count screen. This error appears to be due to the event getting a new fatal error, however, no fatal error screen was shown. A representative clamshell was connected, but was not recognized by the handle. The handle was green key reset and initialized. It was able to go to the ready for clamshell screen, and the error tone no longer played. The same clamshell and a representative adapter were attached and calibrated. All rotational buttons were functional. Both green safety keys were functional and illuminated properly. A representative loading unit was attached and calibrated, clamped, and articulated without difficulty. The handle was green key reset and the handle's noise was evaluated. The maximum noise the handle output was within specification. The handle was green key reset again and the logs were downloaded. There were no signs of a partial firing happening in the handle logs. It was reported that the device initially fires, but failed to complete the firing cycle and the device gave unexpected au dible feedback of normal use. The knife pushed the tissue toward the distal end of the device instead of cutting it. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: analysis of the handle log noted a fatal error caused by software restrictions on the queue. This failure will result in the handle becoming unresponsive. The most likely root cause was traced to handle software. The event had foreseen risk and is included in a data monitoring plan. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.